Event description:
It was reported that the customer went into hypoglycemia, however, blood glucose was unknown. Customer's blood glucose reading was 162 mg/dl. No significant events leading to the keypad issues were observed. Troubleshooting was done. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.